Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic event while out shopping. Patient fell and hit his hed. Paramedics were called and administered an IV but patient refused to be hospitalized. Patient states that his bg was measured at 21 mg/dl by the paramedics and that previously he had seen a reading of 71 mg/dl on his cgm. Patient drove himself to the urgent care where his head wound was treated with 4 staples. At the time of his call to dexcom technical support, patient reports that his bg had stabilized but that his head still hurt.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.